Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2020. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; pain inter; nonsurgical treatments: on (B)(6) 2020 the patient commenced pain medication: panadol/nurofen for the treatment of: pain relief, as needed . Treatment duration: as needed. On (B)(6) 2019 the patient commenced other medication (please specify): antibiotics for the treatment of: uti's . Treatment duration: as needed . On (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): oestrogen cream for the treatment of: might help soften up her internal pelvic region, which may assist with pain . Treatment duration: 1 month .